Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the connector was damaged. The patient stated that they could not charge their recharger and stated it felt loose. The patient stated that the stimulator ran out of battery and turned off on (B)(6) 2017. The patient stated stimulator needed to be turned back on. The patient was worried about an overdischarged state, but it was reviewed that if stimulation had just turned off on (B)(6) 2017 an overdischarge was not a concern. The connector pin was loose. It was also reported that the recharger connector was loose. No further complications were reported or anticipated.